Manufacturer narrative:
Section d5 correction. Manufacturer's investigation conclusion: the reported vibration could not be confirmed through this evaluation. A specific cause for the reported vibration, as well as a direct correlation to the device could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the patient handbook are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that since the modular cable exchange at the patient's last visit, the patient has reported "vibrations" with no alarms. Log files were submitted for review and captured 102 pulsatility index (pi) events. It also appeared the patient was sleeping on battery power. No other unusual events were noted. The fixed speed was 5300 and was not changed before or after the modular cable exchange and the patient was educated on the risks of sleeping on battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the source of the vibration was unknown. The patient was encouraged to hydrate and was referred to supportive care with reinforced education of the device.